Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, this acumen iq sensor pressure tubing was detached. There was no blood leakage. There was no allegation of patient injury.

Manufacturer narrative:
Updated section h6 (component code), h6 (impact code) h6 (investigation findings) and h6 (investigations conclusions). Finally, the device was not received for evaluation despite due diligent attempts. Without return of the product, a complete investigation of the reported event is unable to be performed. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. There are manufacturing controls related to the reported malfunction. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed.